Manufacturer narrative:
(B)(4). This is report 2 of 3 for this incidence of peritonitis.as patient discards supplies after each use, a sample was not available for evaluation. Follow up will be submitted as information becomes available.

Manufacturer narrative:
(B)(4). A batch review of potentially associated lot gd881466 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. The root cause was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
During a follow up call for an unrelated complaint on (B)(6) 2011 the home patient (hp) mentioned that he has had an e. Coli infection for the last few months and had been adding antibiotics to his therapy. On (B)(6) 2011, the hp's nurse was contacted, and she stated that the hp had relapsing peritonitis. Baxter contacted the peritoneal dialysis rn on (B)(6) 2011. She reported the patient has had recurring peritonitis since (B)(6) 2010. At that time pd cultures were done on numerous occasions and the patient was treated with unknown antibiotics. She reported that in (B)(6) 2011 the doctor ordered the patient be treated with 6 weeks of oral and intra-peritoneal antibiotics. The patient was ordered levaquin (unknown dose) by mouth and fortaz (unknown dose) ip. The patient is being treated prophylactically with gentamicin at the exit site, but does not have an exit site infection. She reported the patient's pd effluent is clear and he has no symptoms at this time. The pd catheter will be pulled this week and the patient will be placed on temporary hemodialysis until the peritonitis has resolved. There was no allegation against any baxter product or solution. The rn had no opinion of causality. There was no further information available.